Event description:
It was reported that the patient had to seek medical attention for hypoglycemia. The patient's blood glucose levels reached an unknown level. The patient did not provide information about symptoms, how they were treated for the issue and the duration of the medical event. Three follow ups were attempted but no new information was provided. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.